Event description:
During an embolization of an arteriovenous malformation in the brain (bavm), the detachable tip of the normally stays in the embolic material in the avm. In this case, the detachable tip of the microcatheter, as well as the distal portion of the microcatheter, fractured and remained inside one of the right superior cerebellar feeding arteries of the avm. No thromboembolic complications.